Event description:
The healthcare professional contacted lifescan (lfs) in response to a letter received from lifescan regarding the one touch suresoft lancing device. Lifescan is aware that in some of the one touch suresoft lancing devices of this lot the needle may not remain retracted into the housing after firing. Lifescan therefore is replacing the affected product.